Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received reported that the pocket had not been revised during the attempted implant. Before placing the device in the pocket, the physician wanted to give the lead extra slack; therefore, had disconnected the lead from the header before inserting in the pocket. When reinserting the lead, the setscrew came out of the device header, and it was no longer possible to attach the lead correctly in the header. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device header and case noted that the right atrial (ra) setscrew was outside of its normal position within the header. The wrench-insertion area of the ra set screw was damaged. Additionally, damage to the ra seal plug, including tears and a hole, were noted. No additional testing was performed. The allegations were not confirmed.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant of this implantable cardioverter defibrillator (ICD), the leads were placed and inserted in the device header with no issues. Then the physician revised the pocket, and when doing so, removed the leads. When the setscrew was backed out using the torque wrench, the setscrew came out. A new device was implanted, as the lead could not be tightened in the header after this occurred. No adverse patient effects were reported.